Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records review check list did not show any non-conformity. Visual examination noted the device coating damaged consistent with implant removal. The device was consistent with all drawing dimensions.

Event description:
According to the reporter, the surgeon performed a discectomy, and assembled the implant on the inserter. He inserted the superior and inferior prodisc-l end plates. He then inserted the prodisc-l poly inlay, but felt that the poly inlay did not seat properly, and decided to remove it. He also removed both of the end plates as he felt they may be compromised by removing the inlay only. The surgeon then inserted another synthes prodisc-l set with no complications to the patient. The procedure was extended by approximately 30 minutes to explant the first set and implant the second set. This complaint is on the prodisc-l superior plate and this is 2 of 3 reports for the same event.